Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to osteolysis and blood in the joint turning black. Wear of the liner was also reported. Pre-revision radiographs depict a fractured acetabular screw.